Event description:
When performing an ercp [endoscopic retrograde cholangiopancreatography], the technician and physician attempted using a needle to inject epinephrine into the ampulla. The needle did not come out of the canula.